Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900153 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the first clip came out correctly, the load was charged, but the clip did not open and it was already stuck.